Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was informed that there could be many reasons for high blood glucose. It is reported that a customer received a battery-out alarm on their insulin pump. The customer was assisted with reprogramming the time and date as well as setting a fixed prime. The customer was informed that a new battery cap will be shipped to them out of courtesy. The customer was advised to call back if the new battery cap did not solve the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4) for related documentation for upload assistance.